Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that bd micro-fine ultra 4mm pen needles experienced a case of being unable to deliver medication, and a case of the device not functioning. The following information was provided by the initial reporter: either I can¿t screw them in properly, or I can only inject part of the dose and the pen gets stuck. I unscrew the needle and replace it with a new one and I can continue my injection.